Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, the reported tip separation resulting in unexpected medical intervention and device embedded in tissue appears to be due to circumstances of the procedure. It likely that the tip of barewire became stuck within the lesion or associated devices during removal resulting in separation. As a result, the separated tip was embedded to vessel wall using a stent. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the left superficial femoral artery (sfa) with 90% stenosis, moderate calcification and mild tortuosity. A rotablator was used. The embosheild nav 6 embolic protection system (eps) was placed below the knee and pre-dilatation with a balloon was performed. The filter was pulled back in the retrieval catheter without resistance; however, a tip separation occurred. There was no interaction with other devices. The radiopaque part was embedded using a balloon and over-stented so no migration of the separated portion would occur. There was no adverse patient sequelae and although there was a delay in the procedure, it was not clinically significant as there was no patient harm. No additional information was provided.